Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified one occurrence of system error 345. The pump was tested with a loaded set attached to the pump to check the temperature of the thermistor. And the pump was ran for 15 minutes, and the reported system error 345 did not occur. Based on the evaluation result due to environmental conditions the ultrasonic sensor was required to be replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.